Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after using a 22 g x 1 1/2 in. Bd eclipse 3 ml bd luer-lok syringe with detachable needle to inject a patient, the nurse attempted to activate the device safety mechanism and the safety guard broke away from the syringe causing the needle to bend upward into the nurse's finger. The nurse went to the emergency department and routine post exposure lab work was done. The nurse did not receive any prophylactic medication or any other medical interventions.

Manufacturer narrative:
Additional information: as previously reported, a sample is not available for evaluation, a review of the device history record could not be performed as a lot number for this incident was not provided, and an absolute root cause for this incident cannot be determined. However, CAPA # (B)(4) was opened to identify and address the potential causes of safety shield disengagement. A sample is not available for evaluation.